Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the physician positioned the sheath in the left atrium, and at the aspiration step, air ingress was seen through the valve of the sheath. It was noted that the scrub technician tested the sheath aspiration step prior to insertion into the patient on the scrub table without any issues. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for laboratory analysis as it was deemed contaminated.